Event description:
Reporter indicated that during generator replacement surgery for end of service, device diagnostic testing resulted in high lead impedance readings (dc-dc code 7 and limit), indicating possible device malfunction. A pre-implant test of the new generator was within normal limits, but when the new generator was connected to the original lead, the high impedance reading was obtained. Lead break is suspected. The surgery was cancelled. The end of service generator was removed and a new generator was not implanted. The physician did not replace the lead at that time because the patient had not signed a permit allowing for that procedure as well as the generator replacement surgery. It is not known at this time whether the suspected lead discontinuity existed prior to the explant surgery, or if the lead was damaged during removal of the original generator. Further follow-up revealed that physician plans to explant the original lead and implant a new ncp system.